Event description:
It was reported the pump was over infusing. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log was not available to review. To conduct functional testing, the device performed three accuracy tests. Upon testing, the reported problem, over delivery, was duplicated. It was determined the device being out of delivery specifications was the root cause. To address the issue, the expulsor assembly was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.